Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed charging supplies using tandem wall adapter and charging cable, after which pump began charging again, and no further assistance was required.